Event description:
It was reported that a home patient (hp) went to the emergency room due to a cracked minicap transfer set. The transfer set had been used for peritoneal dialysis (pd) therapy. There was no leak nor an adverse event reported. The damaged transfer set was replaced. Additional information was requested and no additional information had been provided.

Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. If additional information becomes available, a follow up medwatch will be submitted.